Event description:
Boston scientific received information that this left ventricular lead displayed high pacing impedance measurements and noise. Of note, noise was seen on all channels of the device. The lead was reprogrammed with resolution of the issue. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.